Event description:
It was reported that the user experienced hyperglycemia recorded at 350 mg/dl while using the ilet system and administered a manual subcutaneous insulin injection with a pen; the user then disconnected from the pump for two hours to avoid insulin stacking and later reconnected with improving blood glucose. Troubleshooting and education were completed, including guidance on temporary pump disconnection after manual insulin dosing and follow-up to confirm return to range. Investigation of this case revealed no device malfunction and an unclear cause of the hyperglycemia. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no injury, and no medical intervention beyond routine self-management. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after user actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.